Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to duplicate. Performed a full checkout. Unit passed all functionality and safety tests per factory specifications.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit down alarming gas loss. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.